Manufacturer narrative:
(B)(6). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (audio tone issue) issue, alleging the pump does not emit an audible alarm when there is a loss of prime. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/07/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/25/2014 with the following findings: on investigation, the pump powered on to the verify screen with audible sound per normal operation. The warning sound setting was verified to be set on the high setting. A loss of prime was reproduced for the investigation and the pump gave the appropriate sound warning and displayed the correct message on the screen. The audible tone reading measured within required specification. Investigation was unable to duplicate the reported complaint and the pump was found to be operating as intended without malfunction.